Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a qdot micro and the patient experienced heart block that required pacing and hospitalization. The patient entered the procedure with a left bundle branch block. While doing a typical flutter procedure, the physician advanced the ablation catheter into the right ventricle to pace for an ep study. The physician bumped the right bundle branch when they were advancing the catheter in to the right ventricle at which point the patient went into complete heart block. The patient had asystole for a couple of seconds. The heart was paced utilizing the ablation catheter shortly after. The conduction eventually came back with 2 to 1 heart block. The typical flutter procedure was complete and the physician ended the procedure with the patient in 2 to 1 heart block. The post ablation h-v measurement was 11 ms. The patient stayed at the hospital for monitoring.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).